Event description:
The report we received from our affiliate indicated that during a pta to the superficial femoral artery, (left or right, size of vessel unk), which was mildly calcified and 95% stenosed, the balloon ruptured at 10 atm during the first inflation. Therefore, it was withdrawn out of the pt's body, and another balloon was used for the procedure. The procedure was finished successfully. There was no adverse effects to the pt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having mild calcification, no vessel tortuousity and a 95% stenosis. There was no reported injury to the pt. No product was returned. Mfg records for the lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The balloon brust pressure tests were found to be pass. With the info available and without the return of the product, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.